Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the customer observed black, sticky stuff on the cord (sealed). It was during set up when the scrub tech was taking it out of the packaging. The package was sealed. There was no delay in case.

Manufacturer narrative:
Alleged failure: customer observed black, sticky stuff on the cord (sealed) and wants to return for a credit. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be an inadequate cleaning process, improper handling, or exposure to unfavorable environmental conditions that may have contributed to the residue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the customer observed black, sticky stuff on the cord (sealed). It was during set up when the scrub tech was taking it out of the packaging. The package was sealed. There was no delay in case.